Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient underwent surgery (B)(6) 2013 to place a new fixture due to skin complications and processor feedback issues with original fixture placement. The implanted device remains.